Event description:
According to the reporter: during the surgical procedure the warhead of the trocar was completely disconnected from cannula. There was a very important gas escape and it was necessary to replace the product.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).